Event description:
It was reported by the patient that they were not feeling well and the patient had clinicians at the patient's work check the patient¿s heart rate and it was too slow in the 50s. The patient also indicated the symptoms had occurred when at home. Follow up was attempted but no additional information was available. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45: (B)(6) 2010. (B)(4).